Event description:
On (B)(6) 2024 at 23:30 the motor current was lost on an impella device and it began to alarm. No alarms were noted to have gone off on the device prior to this incident. All connections were inspected and the impella help desk was contacted to help troubleshoot. Attempts were made to restart the motor but were unsuccessful. The patient expired an hour and 15 minutes after loss of current. The patient was found to have evidence of acute myocardial infarction and underwent code stemi for which he underwent cardiac catheterization. He developed worsening dyspnea and required emergent intubation. He required cardiac catheterization demonstrating critical multivessel coronary artery disease with critical lesions of the left main, left anterior descending coronary artery. He had a dominant left coronary circulation with small nondominant right coronary with severe disease. Ejection fraction was depressed at 30 to 35% with mild mitral valve regurgitation. An impella device was placed due to the patient's cardiogenic shock. Patient initially did not require pressors but then required increasing doses of levophed. Troponin was noted to be at 17,000. Patient is currently intubated. Cvt was asked to evaluate the patient for consideration of possible coronary artery bypass surgery. Past medical history of copd (chronic obstructive pulmonary disease).